Event description:
Covidien received information stating, during patient use, an e360 ventilator experienced an alternating circuit (ac) power loss alert. The display turned black; however, the ventilator continued to ventilate while plugged into the ac power source. The user facility verified the ventilator operated as it was intended while connected to the ac power source and the internal battery was being charged as it should. The patient was transferred to another unit. There were no reported negative patient consequences.

Manufacturer narrative:
The investigation of the returned device found that the reported failure could not be duplicated. No visual damage was noticed. The vent was allowed to ventilate for 296 hours over a two week period without incident. (B)(4).

Manufacturer narrative:
As additional information is received, a supplemental report will be issued. Covidien reference: (B)(4).